Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, a customer stated that at almost towards the end of the procedure, while elaborating the gastrojejunostomy, the procedure was converted to open with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the surgeon and his team commented that day that they usually perform wipple¿s using an open technique due to the complexity of the procedure. When they do so, they take 6 hours approximately. However, this time they chose to use the robot due to clinical benefits and ease for suturing for anastomoses. Since it was the first time doing it robotically, they initially estimated they would have taken the same time or slightly more. The surgeon converted due to the surgeon was tired since the surgery had lasted approximately 9 hours at the moment, he considered finishing the procedure by converting to open which would be faster. The patient tolerated the conversion with no issues.

Manufacturer narrative:
An investigation was completed to determine the cause of the incident. Based on the investigation, there is no indication that the device directly caused the convert to open procedure. Additional information is being gathered to determine the contribution of the device to the customer reported issue.